Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The result was not reported out. The following data was provided (customer¿s reference range 0.01-0.013 ng/ml): initial result coming out of storage on track system = 0.019 ng/ml, repeat result after being respun = 0.008 ng/ml no impact to patient management was provided.

Manufacturer narrative:
The complaint investigation for the architect stat troponin-I reagent lot 98913un23 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance in the field of reagent lot 98913un23 was evaluated using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 98913un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 98913un23. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 98913un23 was identified.